Manufacturer narrative:
The insulin pump passed the displacement test. The device passed the leak test. The insulin pump had all buttons responding properly. No damage or moisture damage on the keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. The device had a cracked keypad overlay at the select button. The device had a minor scratched display window, and case and keypad overlay texture damaged.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's button/keypad was unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.